Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Symptoms included redness, soreness, and swelling. The patient was treated with antibiotics.

Manufacturer narrative:
Additional information was received that the patient's infection has cleared and patient was doing fine. The infection was procedure related. The device was taken out as a precautionary measure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Symptoms included redness, soreness, and swelling. The patient was treated with antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, leads, splitters and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Symptoms included redness, soreness, and swelling. The patient was treated with antibiotics.